Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct.

Event description:
An infection was found after the ascend flex reversed surgery. On (B)(6) 2020, this patient had a revision surgery. All the ascend flex reversed implants were removed and the antibiotic cement was newly implanted at the affected part.